Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-01615 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of crimped cannula with 5 infusion sets. The symptoms were noticed within 3 hours of insertion for all events. The site of insertion was reported to be thigh for four events and abdomen for one event and the insertion site was rotated regularly. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.